Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used as part of the (B)(4) study, an investigator sponsored research clinical study. According to the study, the device ¿malfunctioned¿ (specifics unknown) and was replaced with another of the same device. Additionally, the patient developed a yeast infection and new or worsening urge incontinence. Fluconazole was prescribed on (B)(6) 2013. No further information is available at this time, as this trial is a blinded study not sponsored by bsc.